Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the plunger cannot be removed from the reservoir plunge and is loose. Customer's blood glucose was 102 mg/dl at the time of incident. The customer was also advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill reservoir test and reservoir/transfer guard found no occluded anomaly during filling. Also performed manual test to reservoir and found plunger easy to release from stopper-plunger.